Event description:
Complainant alleged that during a routine shift check by a clinician, the battery pack was making intermittent contact with the defibrillator causing intermittent power up of the defibrillator. The complainant indicated that there was no pt involvement in the reported failure.